Event description:
Device overheated during a crown preparation procedure and patient received a minor burn injury to their lower lip. The patient complained during the procedure of feeling heat on their lip and it was then the doctor noted a small spot, white in color, on the patient's lower lip. The patient was instructed after the procedure to treat the injury area with saltwater rinses. The patient is reported to have healed as expected without need for additional medical treatment.